Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and self-test. No unexpected history check failed error alarm noted during testing or in alarm history. Device was received with normal operating currents and no unexpected off no power alarm, low battery alarm or battery out limit alarm noted. Device was reset with correct time/date and monitored for 24 hours and no time/date anomaly noted. No spanish language version noted. Device was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error and button error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump does not keep the correct date and time. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.